Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The field service representative (fsr) went on-site to evaluate the suspect device. The fsr determined the most likely cause of the reported event is the front panel assembly. After replacing the front panel assembly, the issue was resolved. The fsr calibrated and tested the unit to service specifications. The vyaire medical factory service center received the suspect front panel assembly for evaluation. Upon completion of the component evaluation, a follow-up report will be submitted.

Event description:
The customer reported while using the vela ventilator; the unit's screen intermittently does not come up. The customer reported the unit's screen stays blank. The customer reported there is no patient involvement associated with the event.

Manufacturer narrative:
Results of investigation: the vyaire failure analysis laboratory received the suspect front panel assembly for investigation. An investigation was performed and the reported complaint could be confirmed. The backlight is failing. This issue will be internally investigated within vyaire.